Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a cracked and bleeding display after being slammed in a car door. Blood glucose level at the time of the incident was 206 mg/dl. The customer was advised that the insulin pump would be replaced; customer agreed to return the device for analysis.